Manufacturer narrative:
The lead was returned. Analysis identified that the all conductors were broken in the body of the lead at 3.2 cm from the proximal end; consistent with overstress damage. No electrical shorts were identified between the circuits. Analysis observed the proximal end of the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. The serial number of the ins was unknown. The lot number of the lead was unknown. It was unknown when the ins and the lead were implanted. The lead was replaced on (B)(6) 2018. The patient didn't experience any symptoms. It was clarified that the stimulation decreased unexpectedly due to high impedances. It was noted the implant procedure was reported to be related but there was not reported detailed information about this. No further complications were reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported due to increased lead impedances, the stimulation decreased. The diagnostics/troubleshooting included changing the polarity, but the effective electrode was not found so the lead was replaced on an unknown date. The impedance values were noted as the following: electrode 1<(>&<)>2: 21139ohms; electrode #1<(>&<)>3: 24640ohms; el ectrode #2<(>&<)>3: 15558ohms. The event was considered resolved following the replacement. The hcp's observation about the causality of the event was noted as "procedure". When inquired about any environmental/external/patient factors that may have led or contributed to the event, it was stated that a fracture caused by stress on the lead was suspected. No further complications were reported/anticipated.